Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2019, the patient underwent the primary surgery with the plate in question for the fracture around the stem. The surgery was completed successfully without any surgical delay. On (B)(6) 2022, the patient fell, and the fracture occurred directly under the plate. On (B)(6) 2022, the revision surgery was performed. According to the surgeon, the fracture was due to the fall and was not caused by the plate in question. No further information is available. Concomitant device reported: unk - screws: trauma (part#: unknown; lot# :unknown; quantity: unknown). This report is for one (1) lcp-df 4.5/5 r 11ho l276 tan. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation.. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.